Manufacturer narrative:
Results: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 4181680 had 77 visual inspections performed on (B)(4) parts with no defects noted. The ID inspection system was challenged 38 times using (B)(4) parts with zero failures recorded. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the cap and needle popped off of a 19 g x 1 1/2 in. Bd nokor¿ filter needle before use. No injury or medical intervention.

Manufacturer narrative:
Correction: date received by manufacturer: 06/06/2017. Investigation: results: no sample or photo provided new information. Thirty-nine shield removal force tests were performed on 195 parts with a minimum removal force of 2.1 lbs., a maximum removal force of 5.7 lbs., and an average of 3.49 lbs. The specification limits are 0.5 ¿ 12.0 lbs. With an average < 9.0 lbs. Twenty cannula removal force tests were performed on 100 parts with a minimum removal force of 18 lbs., a maximum removal force of 40 lbs., and an average of 27.8 lbs. The specification limit for a 19 gauge needle is a minimum removal force of 16 lbs. Root cause: based on the investigation conclusion, bd mps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.